Manufacturer narrative:
(B)(4). Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult (high drain 104 alarm). The root cause was undetermined.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 104 alarm during peritoneal dialysis, drain 4 of 4, on the homechoice machine (hc). This event meets increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) explained the alarm to the caregiver (cg). The cg stated the drain volume in drain 4 was 1770ml and fill volume was 2000ml. The tsr advised the cg to contact the peritoneal dialysis nurse about the alarm before starting therapy tonight. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any relevant additional information is received.